Event description:
It was reported via repair work order that the seat back is cracked and will not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.